Event description:
It was reported that during an attempted novasure endometrial ablation (approx (B)(6) 2010), the physician perforated the uterus while seating the device. The pt had a hysterectomy afterwards. The reason for the hysterectomy is unk. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore, the manufacturer date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review could not be conducted for the disposable device as a lot and serial number were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of the possible perforation prior to treatment. (B)(4).